Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The reported event of device had error code 211.2000 was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 15nov2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) confirmed similar complaints with the same or related failure mode for this customer. Device not returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported error code 211.2000. There was no patient involvement.